Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2013-08591. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification-iiib) and myocardial infarction. Cardiac catheterization was recommended. The 1st de novo target lesion was located in the proximal right coronary artery (prox rca) with pre-existing thrombus, 100% stenosis and was 11mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation, angiojet thrombectomy and placement of a 3.50x12mm promus element plus stent, with 0% residual stenosis following post-dilation. The 2nd de novo target lesion was located in the distal right coronary artery (dist rca) with pre-existing thrombus, 100% stenosis and was 11mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation, angiojet thrombectomy and placement of a 3.00x12mm promus element plus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2013, the patient experienced cardiopulmonary arrest and was hospitalized. 3 days after admission, the patient expired due to cardiopulmonary arrest.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).